Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient had their device removed. Multiple attempts were made to obtain additional information from the physician regarding the nature of the explant, but none was available. There have been no reports of further complications regarding this event.